Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: c5-6 diskogenic pain with accompanying radicu1opathy. Patient underwent following procedures: anterior cervical decompressive diskectomy c5-6. Arthrodesis c5- 6 anteriorly. Placement of bmp2 through cage. Use of intraoperative c-arm fluoroscopy for needle localization. Placement of plate. Use of intraoperative neurophysiological monitoring including emg of bilateral upper and lower extremities and bilateral recurrent laryngeal nerve emg. As per operative notes,¿ the cage with bmp aa a study which the patient had consented was slid into position using the catalyst device. The plate was placed with excellent purchase, and locking screws were tightened.¿ non intra-operative complications were reported.